Manufacturer narrative:
(B)(4).

Event description:
Received information stating that due to a ventilator malfunction patient was placed on a second ventilator. The patient was no harmed or injured as a result of the event. The customer reported to have inspected the device and could not duplicate the reported failure. The unit passed extended self testing. Covidien was not authorized to repair the unit.